Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 10 days after the dental implants was installed in the patient's mouth, it was verified its non osseointegration. 10 ncm of primary stability was achieved and immediate load was not performed.